Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was currently in the hospital for high blood glucose and diabetic ketoacidosis. The customer felt badly and did not want to discuss the hospitalization or troubleshoot at the time of call. No products were returned or replaced.